Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii and concern with the product. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side an "implant leak was discovered during explant", "constant pain", breast was "misshapen" and concern with the product. Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.